Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: dislodged stent remains in pt. Device issue: stent dislodgement. It was reported that the procedure was to treat a svg to the pda graft lesion. Two promus stents had been successfully deployed previously with no issues. A balloon was used to treat a distal lesion. When the pt was off table, he started having chest pain. The distal lesion had restenosed; therefore, an attempt was made to place the 2.5 x 12 mm promus; however, while attempting to advance through the previously placed stents, the 2.5 x 12 mm promus stent dislodged. An attempt was made to snare the stent, but was unsuccessful. At this point, the pt started have neurological (stroke-like) symptoms. An attempt to find the embolized stent was made, but it could not be found. Prior to the procedure, the pt's condition was good, he was very talkative, and had no neurological symptoms. It is believed that the symptoms were caused from attempting to snare the dislodged stent. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Interaction with the promus and previously implanted stents likely aided to the reported dislodgement. The IFU states: "although the safety and effectiveness of treating more than one vessel per coronary artery with promus stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents." Angina is listed in the IFU as a known adverse event. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.